Event description:
It was reported that the balloon would not deflate after the initial inflation in one horn of an aaa procedure. The doctor used a .018" wire to facilitate deflation of the balloon. The doctor was able to remove the balloon and introducer as one unit. The patient is fine.

Manufacturer narrative:
The device history record was reviewed and confirmed that the lot met all release criteria. This included all tests for inflation and deflation of the balloons prior to release. This is the first event reported for this lot. It was reported that the balloon inflated as intended. The returned device was examined. The inflation port appeared to be obstructed, which could have inhibited deflation of the balloon. It is unknown what factors contributed to this event. The definitive root cause is unknown.